Event description:
The site reported the following: a company rep reported that they have been experiencing intermittent shutdowns of their veris monitor while in use at their MRI (B)(6) site. The site reported that they are able to turn the monitor back on immediately after the shutdown. There was no injury or adverse event reported.

Manufacturer narrative:
Bayer radiology qa product analysis has reviewed the info that was provided by the site and is awaiting the return of repaired components as well as the service report. Based on the limited info, we are unable to determine the root cause of the alleged issue. In the event add'l info is obtained, a f/u report will be submitted.